Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 425cc and experienced deflation on the right breast implant. As a result, patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating the patient also experienced capsular contracture on the right breast implant. The additional information also indicated that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel implants, catalog # 3505001bc, s/ns (B)(4) (l) and (B)(4) (r) and that the explantation date was on (B)(6) 2018 not (B)(6) 2018 as reported on the initial report dated 10/2/2018. Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 425cc and experienced deflation and capsular contracture (baker grade unknown) on the right breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel implants, catalog # 3505001bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(4) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the mentor product analysis lab observed a crease on the anterior view that extended to the posterior view. A rent was discovered within the crease on the posterior view that extended to the posterior view, measuring approximately 0.7 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).